Manufacturer narrative:
During the site visit by the abbott field service representative, the sample probe (list number 01g48-04) was replaced, which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c4000, serial number (B)(6) service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the sample probe was replaced. The product monitoring review of the architect c4000 platform revealed no systemic issues or trends associated with the discrepant result described in this complaint. A 12-month trend review for the sample probe (list number 01g48-04) did not identify any trends. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem, and troubleshooting of probable causes and corrective actions for erratic sample results, including but not limited to damaged probes. Based on the investigation no systemic issue or deficiency was identified for either the architect c4000, sn (B)(6), or the sample probe (list number 01g48-04).

Manufacturer narrative:
Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely depressed total bilirubin results within a 6 hour window of time on (B)(6) 2020 generated on the architect c4000 analyzer. The lab had 33 samples with t bili results of <0.1 mg/dl. When the samples were rerun on (B)(6) 2020, on the same analyzer, all results were over 0.2mg/dl, all but one result was within normal range (0.2 - 1.2 mg/dl). The results provided for the one discrepant sample were: on (B)(6) 2020 sid (B)(6), barcode label (B)(6) initial = 1.1mg/dl (normal range 0.2 to 1.2mg/dl) / retested =1.6mg/dl. There was no reported impact to patient management.